Event description:
It was reported that during an angioplasty procedure in superficial femoral artery, the balloon was allegedly not fully expanded. It was further reported that the expanded part could not be deflated. Reportedly, it was allegedly unable to be removed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one pta device was received for evaluation with an unknown guidewire loaded to it. An attempt to retrieve the guidewire was made but it was unsuccessful. Heavy resistance was encountered. An in-house presto inflation device was then used to inflate the balloon. Balloon inflated and maintained pressure. The balloon did not fully deflate. No other functional testing performed. Due to fluid in the balloon, an unsuccessful attempt was made to aspirate the balloon prior to inserting into the sheath; therefore, no other functional testing performed. Therefore, the investigation is confirmed for the reported deflation problem and identified guidewire removal difficulty as balloon did not fully deflate and retrieval of the loaded guidewire was unsuccessful. However, the investigation is unconfirmed for reported uneven inflation issue as balloon inflation was successful. The investigation remains inconclusive for sheath removal difficulty as no functional testing could be performed. A definitive root cause for the reported uneven inflation problem, deflation problem, sheath removal issue and identified guidewire removal issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device, method) h11: b5, h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the superficial femoral artery, the pta balloon was allegedly not expanded fully. It was further reported that the expanded part could not be deflated and the balloon was unable to be removed. Reportedly, after repeated inflation and deflation, the balloon was able to deflate and remove safely. The procedure was completed using another device. There was no reported patient injury.